Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that it was the coiled shaft that broke.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information provided, "it was reported drill bits broken x2 at mitcham private. I didn't attend the case/s when they broke however they were handed to me to replace." Records show the product complaint sample associated with this complaint (B)(4) was delivered to the warsaw depuy synthes facility for investigation, however an exhaustive search revealed the complaint sample was dispositioned for destruction before the investigation of the physical product could be completed. The failure to follow the correct sequence of product handling steps per the complaint handling procedural guidelines has been escalated in the depuy synthes quality system. Although the device was not available to examine physically, a photo was provided with (B)(4) confirming the broken condition of the fluted drill tip. Only the broken fragment of one of the two drill bits could be seen in the photo. A search of the complaint database found similar reports of drill bit breakage and bending within the 2274 drill family that were attributed to unintended use error as the likely potential cause. It was identified the function and intended use of the drill bits is to create an initial pilot hole in which screws can be placed to affix the acetabular shell to the acetabulum. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure (B)(4), the drills are attached to a hand-held power drill and using a guide drill, pilot holes are created at the required angle for proper screw placement. The drill bits are manufactured with 455-grade stainless steel. 455-grade stainless steel has been approved for use in surgical procedures but not for the purpose of prolonged in vivo implantation. A review of the receiving and inspection records found 50 pieces of this lot were released for distribution on (B)(6) 2016. Furthermore an nc search found no non-conformances associated with the finished goods device lot number pg257184. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rates. Review of the risk assessment summary for this device revealed a risk level of low. The device is designed such that the level of risk associated with load transfer between compatible devices or in standalone devices is acceptable to meet the requirements for performance indicated in the device/country specific IFU (the user can identify when to remove the device from service). The angled placement of screws could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. Based on the investigation performed as part of the photo review, the reported event was confirmed. The potential cause is attributed to unintended use error and no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot - a review of the receiving and inspection records found 50 pieces of this lot were released for distribution on (B)(6) 2016. Furthermore an nc search found no non-conformances associated with the finished goods device lot number pg257184. H3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bits were broken. No patient consequence. No surgical delay.